Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that that the procedure was to treat a restenosed lesion located in the mildly calcified, moderately tortuous, mid superficial femoral artery. Deployment of the 5.5 x 100 mm supera stent was stopped mid-deployment by the physician to speak to the staff in the operating room. When the intervention resumed, the physician did not remember that deployment of the stent was not yet completed and began removing the delivery system from the patient. As a result, the stretched and partially deployed stent was pulled back into the interventional sheath. Realizing the mistake, the 6f sheath, the supera delivery system and partially deployed supera stent were removed together, stripping out the deployed section of the stent from the artery at the same time. A new procedural 6f sheath and a new supera stent delivery system was used to complete the case. On angiographic and ultrasonic examination, the vessel and patient were not harmed in any way. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined that the reported difficulties appear to be user related. Based in the reported information, deployment was stopped mid-deployment by the physician to speak to the staff in the operating room. When the intervention resumed, the physician did not remember that deployment of the stent was not yet completed and began removing the delivery system from the patient. As a result, the stretched and partially deployed stent was pulled back into the interventional sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
There was no clinically significant delay in the procedure reported. The patient was fine and discharged without incident. No additional information was provided.